Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a shaft break occurred. The physician was advancing a 2.25x16mm taxus liberte atom stent over the non bsc guide wire into the unknown guide catheter when the shaft snapped in half. The shaft break occurred outside of the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as 'okay'.

Manufacturer narrative:
(B)(4): as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)